Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that"cutting the femoral cuts, and when they went to remove the blocks one of the pegs stayed in the pt, it came loose form where it goes into the cutting block (doesn't break, it just pulls out). Removed from the pt with pliers."